Manufacturer narrative:
Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently delivered a bolus of 10-11 units versus 1 unit. Customer's blood glucose (bg) was 34 mg/dl. Customer was taken to the emergency room (ER) and was treated with intravenous fluids. After 4 hours, customer left ER in stable condition; there was no physical injury. Contact alleged pump did not suspend insulin after the bolus was delivered and bg lowered. Customer physically removed pump. Although multiple requests were made by tandem clinical diabetes specialist to obtain additional information via pump data, contact/customer did not send the information.